Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please explain what is the exact issue? The suture is detaching from the suture needle while in use. Did the needle got broken? Please confirm. I do recall seeing both separated suture and a suture where the metal swedge of the needle was still attached. (So I¿ve seen both) did the needle got separated from the suture? Please confirm. Yes. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This medwatch report is in response to receipt of maude event report mw5101317 related events captured via 2210968-2021-05836.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. The suture broke right by the needle attachment during the case and the metal swage of the needle was also still attached. There were no patient consequences reported. Additional information was requested.